Event description:
Complainant alleged that during routine testing, the device's ECG trace would move to the top of the display and then flat line. There was no pt involvement during the reported malfunction.